Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was abnormal stopper form in 3 devices resulting in no sample draw volume collected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure modes of defective stopper molding and no fill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed; 100 retention samples were evaluated by visual observation and no defective stopper were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes defective stopper molding and no fill. Bd was not able to identify a definitive root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.